Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 40 mg/dl, which was being treated with food and juice. During a follow up call, customer stated that they were recently hospitalized due to diabetic ketoacidosis. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.